Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. The patient effect of tissue injury is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report #(B)(4).

Event description:
User facility medwatch report# (B)(4) was received and states " at the conclusion of the coronary angiogram, the patient lifted her right leg. Patient was noted to have tortuous vasculature. Footplate retracted using standard technique. The physician was unable to remove the perclose device. Vascular surgeon was consulted. Patient transferred to or. The patient had to have a femoral cut down to remove the device and a repair of the artery was completed. The device was noted to be damaged." User facility medwatch report# (B)(4) was received and states " at the conclusion of the coronary angiogram, the patient lifted her right leg. Patient was noted to have tortuous vasculature. Footplate retracted using standard technique. The physician was unable to remove the perclose device. Vascular surgeon was consulted. Patient transferred to or. The patient had to have a femoral cut down to remove the device and a repair of the artery was completed. The device was noted to be damaged." Follow-up information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, when the device was deployed, the patient moved her leg. The foot plate was retracted; however, the device could not be removed, and a fracture was noted. A surgical cut-down and surgical suturing was performed to remove the device, repair the artery, and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Additionally, a photo of the proglide device was provided and a guide fracture held together by the actuator wire is visible, confirming the reported fracture. No additional information was provided.